Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: hg-18-90-22, serial/lot #: (B)(4), ubd: 30-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used for the prevention of neck dilatation in another manufacturers' stent graft (cook) during the endovascular treatment of a 87 mm thoracic aortic aneurysm. It was reported 2 days post the index procedure the patient experienced a cool left foot to touch with no pedal pulse present and was diagnosed with lower limb ischemia. An occlusion of the left common artery with fresh thrombus was identified. The physician performed a thrombectomy and the event was resolved. Per the investigator the cause of the event has a probable relation to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The sponsor has assessed the event as related to the study procedure, and not related to the device.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.